Manufacturer narrative:
Concomitant medical products: tyrx-aae, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that because of battery depletion the implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.